Event description:
It was reported to philips that the device failed its calibration test. There was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, an inspection verified the etco2 needed calibration to resolve the reported issue. The etco2 was successfully calibrated. Based on the conclusion of the evaluation, it was determined that this was a malfunction due to the etco2 needing calibration. The etco2 was calibrated to resolve the reported issue. The device remains at the customer site. No further evaluation is warranted at this time.